Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 643 mg/dl, loss of consciousness, unspecified kidney and heart damage, and a large ketone level identified as dangerous by healthcare provider. Reportedly, an unspecified cartridge alarm occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Treatment was administered by intravenous insulin, fluids, antibiotics, and potassium. No information was provided regarding the release date. Customer indicated the issue was resolved; however customer reportedly sustained unspecified heart damage.